Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. Blood/body fluid (not obstructed) was present on all conductors. (B)(4)

Event description:
It was reported that during an implant attempt of the left ventricular lead, the lead was unable to be positioned in the target vein. The lead was not implanted. No patient compilations have been reported as a result of this event.